Event description:
The customer contact reported a use error by the operator resulting in the patient having higher blood glucose levels than intended. The pt's blood glucose levels were being monitored using the endotool. The customer contact reported that the nurse incorrectly selected the "extra calories" button when entering data into the device, the nurse was re-educated on the function of the "extra calories" button. No medical interventions were reported. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned for evaluation. The customer contact reported that the event was use error by the operator.